Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. The customer¿s blood glucose (bg) was "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. Customer will continue to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.